Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and patient side manipulator (psm) 2 did not complete the auto-test and the homing. The psm 2 was replaced. The system was verified and ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The provided image is consistent with the allegation of an unfastened screw. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure (pre-anesthesia), repeated recoverable error 22028 occurred on patient side manipulator (psm) 2. Related errors 23007 and 22028 were found in the logs. The site confirmed that the psm was free to move, and an unfastened screw was observed on the psm. The surgeon elected to convert the procedure to open surgery prior to contacting technical support for troubleshooting. There was no patient injury.